Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a procedure to treat the stenosed middle cerebral artery (mca), the balloon was observed to leak when dilated at 6 atmospheres. The balloon was exchanged with another of the same and the procedure was successfully completed without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Examination of the catheter revealed no anomalies along its shaft length or the balloon. Special attention was focused on the inflation port and proximal lumen. A .014" guidewire was inserted into the guidewire lumen. A syringe filled with water was attached to the manifold to pressurize the balloon. While pressurizing the balloon, the water was leaking out of the guidewire port. The device was examined under magnification and the shaft of the inflation port was leaking. The inner shaft under the manifold appeared to be perforated, which was causing the leak. The device would not stay inflated due to the inner leak under the hub's inflation port. Based on the examination of the damage inside the inflation lumen (balloon port), it appears that the guidewire was inserted into the balloon port (instead of the guidewire lumen), leading to the observed damage and reported leak. Based on the analysis results an assignable cause of handling damage was assigned to this investigation.

Event description:
It was reported that during a procedure to treat the stenosed middle cerebral artery (mca), the balloon was observed to leak when dilated at 6 atmospheres. The balloon was exchanged with another of the same and the procedure was successfully completed without clinical consequences to the patient.